Event description:
The plaintiff alleges that while working as a registered nurse for approx 20 years, plaintiff wore latex gloves provided by employers. Plaintiff alleges that plaintiff suffered from sneezing, coughing and tearing. Plaintiff also alleges that plaintiff has suffered severe and irreversible type 1 latex allergy, and that persons who are sensitized to latex are at risk of suffering anaphylactic reactions. Plaintiff further alleges that plaintiff was forced to resign plaintiff's nursing carrer because plaintiff cannot enter a hosp and undertake the risk of anaphylaxis insofar as latex protiens permeate the air in hospitals. Furthermore plaintiff alleges that plaintiff was forced to abandon plaintiff's chosen career after more than 20 years of training and employment and will continue to suffer substantial loss of earning and loss of earning capacity. Plaintiff alleges that as a result of plaintiff's allergy, plaintiff must live plaintiff's life in constant and vigilant awareness for the presence of latex products, avoiding common everyday products; and plaintiff must avoid common everyday places. Plaintiff further alleges that plaintiff is now severely sensitized to latex, is severely restricted in plaintiff's life as to where plaintiff can go, as to what plaintiff can do with life, career and with family. Plaintiff also alleges that plaintiff finds it difficult to seek medical and dental care and entering hosp, for any purpose, is a health hazard to plaintff. Furthermore plaintiff alleges that plaintiff has suffered and will continue to suffer in the future severe emotional distress and an inability to engage in plaintiff's normal activities. Finally plaintiff alleges that plaintiff has suffered physical injuries including but not limited to chronic conjunctivitis, itching, faintness, angioedema, watery eyes, shortness of breath, fatigue, restlessness, chest pain, extreme discomfort and other physical injuries, as well as great despair and loss of enjoyment of life, all of which are of a permanent and continuing and life-threatening nature and other damages.